Event description:
A customer reported to baxter (B)(4) of an administration set in which the roller clamp does not close. The process step in which this condition occurred is unknown; therefore there was no patient involvement or medical intervention necessary. No additional information is available. This is report 15 of 35 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.